Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose in range of 600 mg/dl. Customer was not sure that insulin pump was working properly or not. Customer declined troubleshoot for high blood glucose. The customer reported that the insulin pump would alarm and would stop insulin delivery. Insulin pump will not be returned for analysis.